Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 analyzer. For patient a, the initial test results on (B)(6) 2021 were as follows: 1.01 coi (reactive) on the first run, 0.972 coi (borderline) on the second and third runs, and 1.00 coi (borderline) on the fourth run. Additional testing using the abbott hiv ag/ab assay yielded a result of 0.09 s/co (non-reactive). Further testing with chemiluminescent immunoassay (cia) on sysmex and enzyme-linked fluorescent assay (elfa) on vidas also returned non-reactive results. No hiv rna or western blot results were provided for this sample. For patient b, the initial test results on (B)(6) 2021 were as follows: 3.51 coi (reactive) on the first run, 3.63 coi (reactive) on the second run, and 4.40 coi (reactive) on the third run. A subsequent test on (B)(6) 2021 yielded a result of 3.46 coi (reactive). Additional testing using the abbott hiv ag/ab assay yielded a result of 0.16 s/co (non-reactive). No western blot results were provided for this sample. All samples were processed using standard laboratory procedures, including centrifugation and microcentrifugation, with no reported issues related to sample quality such as hemolysis, lipemia, or icterus.

Manufacturer narrative:
The reported event involved discrepant reactive results for two patient samples tested on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. No relevant alarms were observed during the analysis, and all preventive and end-user maintenance activities were performed as scheduled. The investigation noted that single false-positive results can occur due to the assay's specificity, as outlined in the corresponding method sheet. The additional testing performed by the customer using competitor assays did not meet the criteria for confirmatory testing. The root cause of the reported event could not be definitively determined based on the available information.